Event description:
Meter name: enhanced basic, strip name: one touch strips, meter code: unk, strip code: unk, strip storage: unk, symptoms: disoriented, passed out. A pt reported 2 hypoglycemic reactions. Their meter allegedly would not power on right away. Unable to get a reading on the meter right away, after 15 mins 45mg/dl and 55mg/dl. Meter was not compared to any other equipment. Treatment was honey and a soft drink. No further info has been reported.